Event description:
The customer stated that she was hospitalized for high blood glucose levels over 574 mg/dl. The customer stated she changed the infusion set to resolve the issue, but the high blood glucose continued. Troubleshooting was performed and the insulin pump passed the prime test. The customer stated she did not feel comfortable using the insulin pump and asked to have it replaced. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.